Manufacturer narrative:
The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate and an occlusion alarm occurred. Reportedly, the customer did not remove any residual air from the cartridge prior to loading the cartridge with insulin. Customer's blood glucose level was 230 mg/dl. Reportedly, the customer changed the cartridge and infusion set prior to the report with tandem technical support to resolve the reported issue.